Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, however blood was found on the helix; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, after insertion, there was high impedance and high threshold. The lead was removed and the lead tip irrigated with saline, with the same numbers upon reimplant. The lead was not used. No patient complications have been reported as a result of this event.